Manufacturer narrative:
The device was examined by the producer stryker endoscopy, san josé (ca) as the official product assessment centre (pac). Visual inspection: the console was received with the warranty seal broken. Also labels were noticed externally. Functional inspection confirmed no function, due to the fact the touchscreen being frozen. Review of complaint history, CAPA database and risk analysis performed by pac did not identify any conspicuity. The review of the risk assessment indicated potential non-function was addressed adequately. There were no actions in place related to the reported event for the subject product. A review of the change history revealed the item in question had been manufactured according to current design version. However, no further information is available that would aid in determining a root cause of this occurrence. A broken warranty seal is regarded as user / customer related.

Event description:
As reported: "this was our second sonic anchor case of the day. Our first sonic anchor case went perfectly and the machine was functioning fine. During our second case, the machine's touch screen stopped working. The screen would not let me advance to the test screen. Basically when you would touch the screen, nothing would happen. Since we could not advance to the test screen, we were not able to use the sonic anchor implant." Additionally reported: delay was "10-15 minutes trying to troubleshoot". Competitor device "mitek suture anchor" was implanted instead.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "this was our second sonic anchor case of the day. Our first sonic anchor case went perfectly and the machine was functioning fine. During our second case, the machine's touch screen stopped working. The screen would not let me advance to the test screen. Basically when you would touch the screen, nothing would happen. Since we could not advance to the test screen, we were not able to use the sonic anchor implant." Additionally reported: delay was "10-15 minutes trying to troubleshoot", competitor device "mitek suture anchor" was implanted instead.